Event description:
It was reported that the customer was hospitalized with dka. Customer stated that she had an infection prior to the incident. Troubleshooting indicated that the device was functioning properly. Explained the rule of changing the infusion set following two consecutive high blood sugar readings.